Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had episodes of high v rates, which upon inspection appear to be lead noise. The noise was replicate with maneuvers. Lead fracture was suspected, however does not inhibit the functionality of the device or programming. The patient was in stable condition and will continue to be monitored.